Event description:
The user facility reported that the surgical light system had been smoking and a burning smell noticed. No injury occurred to any patient or user facility staff. No further information was provided regarding the circumstances when the smoke and odor were noticed.

Manufacturer narrative:
The technician from the third party service company used by the hospital reported that he had found one of the capacitors in the wall-mounted control box had failed. The technician repaired the wall control and the light system was returned to use. The designed useful life of the system is 7 years under normal conditions, assuming preventive maintenance is performed as specified in the device's maintenance manual. This light system was manufactured in 1993 and was 16 years old at the time of the event. Steris is not under service contract to perform repairs or preventive maintenance at this site. The typical failure mode for electrolytic capacitors like those used in this system is for a plume of smoke to be emitted from the capacitor which can last approximately one minute and then stops. This "smoke" is the vaporized contents of the electrolyte used in the capacitor which is short-lived and not harmful. The risk of fire or any other incendiary event is minimal when this type of event occurs. The wall control is located outside the area that is considered an oxygen rich environment. The wall control for the lighting system is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with nfpa 99 and local code requirements for the in areas where flammable anesthetics may be in use.